Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/9/2021. H.6. Investigation: bd received 2 used samples for investigation. The samples were evaluated by visual examination and it was evident that there was blood leakage in the holder. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 5 tubes, and the issue of leakage was not observed. All of the non-patient sleeves remained intact throughout the testing. Bd was not able to determine a definitive root cause for the leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced blood leakage and poor sleeve function. The following information was provided by the initial reporter. The customer stated: at the last tube withdrawn (not specified how many tubes withdrawn) there was blood leakage from the holder. Customer states that the np sleeve doesnt retract to seal the np cannula.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced blood leakage and poor sleeve function. The following information was provided by the initial reporter. The customer stated: at the last tube withdrawn (not specified how many tubes withdrawn) there was blood leakage from the holder. Customer states that the np sleeve doesnt retract to seal the np cannula.